Manufacturer narrative:
The event was confirmed through functional evaluation, disassembly and visual inspection. The device failed for heat due to a breakdown of lubrication. Broken down lube may affect the components of the device causing heat due limited rotation. The device was scrapped at the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the micro drill medium angled attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the micro drill medium angled attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.